Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg pocket site was uncomfortable due to losing weight. Surgical intervention took place on (B)(6) 2023 wherein the ipg pocket site was revised to address the issue.